Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, during aspiration after the sheath was inserted, it was observed that air was continuously introduced. It was suspected that there was an issue with the hemostatic valve of the sheath. The sheath was replaced, and the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files confirmed system notices indicating that the refrigerant delivery path was obstructed (#50012) at application one and the system detected an electrical component failure (#50002) at application four for the balloon catheter on the date of the event. The sheath was not returned. In conclusion, the reported system notices #50002 and #50012 were confirmed through data analysis and the sheath was not returned for an investigation. If information is provided in the future, a supplemental report will be issued.